Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. We are unsure the exact cause of the kink but an internal clinical review indicated the event was most likely due to pt anatomy. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.

Event description:
A pt underwent endovascular therapy in late 2008. The pt's pre-procedure diagnosis was a proximal aortic neck that was not suitable for endovascular repair and an ipsilateral iliac artery that was considered suitable for endovascular repair. The procedure went as labeled. There was heavy blood leakage from the hemostatic valve on the main body delivery system (1820334-2009-00045). The total hemorrhage was 400cc-500cc. In addition, there was a slight kink and stenosis found between the third and the forth stent from the distal end of the ipsilateral iliac leg graft. The physician did not perform any additional treatment for the hemorrhage but did place another MFR's stent between the third and forth stents from the distal end of the ipsilateral leg as a preventative measure in the area of the kink and stenosis . Pt is recovering.